Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon fired the loads across the stomach to create the gastric pouch, the remnant, the transected jejunum, the jejunojejuontomy, and to close the enterotomy. The surgeon reports there was bleeding from all the staple lines. The staples appeared to formed but there may have been one or two that were not fully formed. Total blood loss estimated at 450 cc's.